Event description:
A customer reported that an elastomeric device was observed to have infused 240 ml of 5-flourouracil (4000mg) in sodium chloride 0.9% in 24 hours instead of the expected infusion time of 48 hours. The incident was observed during patient use. It was reported that no injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. The actual device involved in this incident was discarded by the customer as it was contaminated with a cytotoxic agent. A companion sample has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A batch review has been conducted on lot number 05g050 which revealed that the lot passed all release criteria.